Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe has a hole. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: describe event or problem: it was reported that 3 bd plastipak¿ syringes have a hole. No serious injury or medical intervention was reported. Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer so it is not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that 3 bd plastipak¿ syringes have a hole. No serious injury or medical intervention was reported.